Manufacturer narrative:
The device was received with no button response due to corroded keypad traces. There was no button error alarm noted. The device was received with cracked case at display window corner, and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 224mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.